Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an issue during the reconstitution step of therapy with a floseal device. The floseal was used without the thrombin as the surgeon administered gelatin only. This occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.